Event description:
As reported: "cup, head, liners removed due to metallosis caused by malpositioned implants resulting in impingement".

Manufacturer narrative:
Reported event: an event regarding metallosis caused by malpositioned implants resulting in impingement was reported. Conclusion based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The femoral head component in located within the adm liner component, the reported event is regarding metallosis caused by malpositioned implants resulting in impingement, the head seated within adm liner component would not have been in a position to impinge on any other device to cause the reported metallosis. The device also does not interface with the patients bone, it is fixed on the trunnion of the stem and hence, could not be malpositioned. A full investigation is completed on bone interfacing components - trident tritanium shell and unknown stem which may have been malpositioned resulting in impingement and also the metal mdm liner which may have impinged with the stem resulting in metallic fretting debris within the same complaint. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "cup, head, liners removed due to metallosis caused by malpositioned implants resulting in impingement".